Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and evaluated. The threads of the thumb screw snapped off and were stuck inside the guide, causing the 9mm rod to be stuck in the guide as well. This failure is due to the thumb screw/guide old age and wear, the 9mm rod functions appropriately without defect. No further action is warranted for this specific device. A batch review was not conducted because the batch number for this device is unknown. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4)-incomplete. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales rep reported the thumbscrew on the customer's rigidfix btb guide broke off while the surgeon was tightening the thumbscrew to secure the femoral rod in the guide during an acl procedure. The surgeon still used the guide to complete the procedure with no patient consequences or delays. The threads of the thumbscrew are stuck in the guide also making the rod stuck in the guide. The entire guide with the rod stuck in the device are coming back for evaluation. Due to this, the entire guide and the rod were replaced for the customer. The sales rep did not have lot numbers but verified the devices were over 4 years old.